Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. G4: device is not distributed in the united states but is similar to device marketed in the USA. H3, h6 investigation summary: the product was not returned to medtech orthopedics; however, photos were provided for review. The photo investigation revealed that ¿513.005, drill bit ø1 l46/34 2flute¿ has broken. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the drill bit ø1 l46/34 2flute would contribute to the complained device issue. Based on the investigation findings, drill bit ø1 l46/34 2flute was broken because of component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part: 513.005. Lot: 347688. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 13 jun 2023. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when drilling the bone, the 1.0 drill bit broke intraoperatively. A quick solution was reached by removing the fragments and passing the other drill bit with the same characteristics that is also included in the equipment to the specialist, thus achieving a successful completion of the surgery, without discomfort to the specialist, without affecting the patient and without alterations in the surgical times.